Event description:
Massive amounts of pain spreading from injection site across muscles of arms and shoulder, along entire left side of body (injection was in left arm), lump on injection site, peeling skin.